Manufacturer narrative:
On 4/7/2023, products involved in incident were returned for investigation. Meter and 12 strips of specified lot were returned. On 4/12/2023, 12 returned strips were tested along with retain strips with returned meter. Meter and strips passed testing with no failures detected. Meter will be returned to the manufacturer for further investigation.

Event description:
Meter is brand new. Caller stated they received a reading of 107 and the paramedics received a reading of 25. Caller stated within the last month, rodney (patient) has been having a lot of troubles recently with his blood sugar and diabetes. When she tested him, the meter read 107, which she stated is a pretty good reading, so she didn't think he had low blood sugar, but then he started getting really combative, so she called the paramedics, and when they got there, she told them the meter read 107, but when they tested him with their meter, it read 25, indicating he was indeed having low blood sugar. Caller stated that patient often runs high on their blood glucose. Caller was unsure if the patient ate or drank anything before the incident and she stated he probably drank something, but he didn't eat anything. Caller stated she did not treat the patient based on the reading of 107 received on the premier voice meter because she did not want to give him anything because she wasn't sure what his blood glucose actually was. That is when she called the paramedics. Caller stated the patient was transferred to good (B)(6) hospital in (B)(6) caller stated incident happened early this morning (B)(6) 2023, around 12:00-12:30 am. Replaced meter, strips and sent return label.

Manufacturer narrative:
Meter and strips involved in incident were not returned for investigation. Retain strips of specified lot were tested with qs meter and passed testing with no failures detected. If customer returns any complaint products, products will be tested and a follow-up MDR will be filed.